Event description:
Device being used to excise uterine tissue. When laser fiber withdrawn from abdomen via suction port with scalpel attached, it was placed on the abdomen. On replacing the fiber down the suction port the scalpel was not visible. The surgeon used the laparoscopy camera to search the abdominal area but the probe was not found. It is believed that the scalpel may have become loose and fallen off the laser fiber possibly because it had not been tightened sufficiently.